Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter was coming out from the auxiliary water supply channel of the equipment. There were no obvious deviations in reprocessing. It is likely that water is not being transmitted due to damage to the j tube unit. Instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection describes event detection. Olympus will continue to monitor field performance for this device.

Event description:
The evis lucera elite gastrointestinal videoscope was returned for evaluation for a reported ¿no water flow through auxiliary water passage¿. The problem was found during preparation for use of a diagnostic procedure. The device was replaced, and the procedure was completed without issue or delay. During device evaluation, foreign matter was found clogged inside the auxiliary water supply channel. No death, injury or infection has been reported. This report is being submitted to capture the insufficient or incorrect cleaning of the scope.

Manufacturer narrative:
The device inspection confirmed the customer¿s reported issue, water cannot be supplied due to damaged to the jet tube. The image is partially dark due to a scratch on the objective lens. The light guide bundle is in poor condition and the light guide lens is damaged. The universal cord is dented. The investigation is still in progress;,however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.